Event description:
Thirteen patient samples with discrepant sodium results. Patient 1, initial result 130 mmol/l, repeat 141 mmol/l. Patient 2, initial result 129 mmol/l, repeat 138 mmol/l. Patient 3, initial result 126 mmol/l, repeat 136 mmol/l. Patient 4, initial result 134 mmol/l, repeat 144 mmol/l. Patient 5, initial result 128 mmol/l, repeat 138 mmol/l. Patient 6, initial result 130 mmol/l, repeat 139 mmol/l. Patient 7, initial result 129 mmol/l, repeat 138 mmol/l. Patient 8, initial result 130 mmol/l, repeat 139 mmol/l. Patient 9, initial result 130 mmol/l, repeat 141 mmol. Patient 10, initial result 131 mmol/l, repeat 142 mmol/l. Patient 11, initial result 126 mmol/l, repeat 36 mmol/l. Patient 12, initial result 120 mmol/l, repeat 130 mmol/l. Patient 13, initial result 122 mmol/l, repeat 134 mmol/l. Erroneous results were reported, patients not adversely affected. The field service representative determined root cause to be a salt bridge on the sipper syringe and cleaned the sipper syringe and replaced seals. He also noted he cleaned the reference area and replaced the reference electrode, replaced ise pinch tubing and sipper tubing. Performance tests were performed and within specification.